Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not functioning properly; the device had premature battery depletion and indicated end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The returned device indicated high impedance in the battery and visual examination of the connector noted tool marks were present. Offsite analysis confirmed excessive charge time for a 35j charge using the original device battery. When the device was powered up using an external supply, the system current drain (cd) was initially high and then stabilized at a nominal value of 22.49ua (loaded). High voltage (hv) charge testing was then performed with an external power supply at 3.2v (with 200 mohm series resistance). The device was able to successfully complete full energy charges with nominal charge times. No significant leakage was observed on the high voltage therapy capacitors. There was no change in the cd after more than 19 hours in a temperature chamber at approximately 60°c. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. The printed circuit board edges of the stacked chip scale package (scsp) were inspected with both optically and via scanning electron microscopy (sem). No copper anomalies or foreign material were observed. The analysis results were consistent with the device battery causing the longer charge time. No hybrid anomalies were found. The ba ttery measuring 362 mohms was removed and submitted to mecc, which performed destructive analysis finding no internal short in the battery. There was localized li discharge along the edges and complete li severing that lead to isolation of anode segment 8 and nearly complete li severing of segment 6. Anode severing resulted in a reduced li surface area and causes an increased battery resistance. Review of the save to disk data showed an excessive charge timeout was logged on november 30, 2016 prior toexplant. The excessive charge time resulted from increased battery resistance induced by li-severing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.